Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal side with struts distorted lifted and stretched over the distal markerband. The stent was still securely crimped onto the balloon wall. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38 synergy ii drug-eluting stent, a large portion of the distal end of the stent was noted to be distorted. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38 synergy ii drug-eluting stent, a large portion of the distal end of the stent was noted to be distorted. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.